Event description:
On august 30, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged power issue began on the evening of (B)(6) 2010. The patient informed the cca that she manages her diabetes with oral medication. It is not known if the patient made any changes to her usual diabetes management regimen as a result of the alleged issue. 2 days after the alleged issue began, the patient reported feeling "sweaty and did not feel right." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter powered on when a test strip was inserted; however, did not power on manually. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Pt 510k # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.